Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the physician observed an elevated power consumption resulting in a decrease in estimated device longevity. Boston scientific technical services was contacted and recommended sending device data in for technical analysis. However, the physician elected to explant and replace the device to resolve the event. The patient was stable with no additional adverse consequences. The device was subsequently returned for analysis.

Event description:
It was reported that the physician observed an elevated power consumption resulting in a decrease in estimated device longevity. Boston scientific technical services was contacted and are awaiting device data to provide recommendations. At this time, the device remains implanted and in service and no adverse patient consequences were reported. Additional information has been requested, but not yet received.